Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva 22 ga x 1 in single port s needle disengagement was difficult. The following information was provided by the initial reporter, translated from hindi to english: 'cannot reverse stylet out the needle.'

Manufacturer narrative:
Investigation results: the complaint that the safety mechanism would not detach from the IV catheter was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. The photo showed the needle retracted within the gray tip shield component, but the tip shield was shown connected to the catheter adapter. As the photograph demonstrated the reported issue, the complaint was confirmed. Without the physical sample, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.